Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Device evaluation: the actual screw used during the procedure was not returned for evaluation. The returned tap and sample screw were evaluated with dimensional inspection completed. The inner diameter of the threads on the tap measured 0.1139" and the inner diameter of the threads on the screw measured 0.1129". Dimensional inspection also found the shaft diameter of the tap to be 0.11475", which is slightly larger than the inner thread diameter for 0.1139". Additionally, the tip minor and major dimensions show a steep slope as described by the surgeon. These and all other measurements taken were found to be within specification. Device use this device is used for treatment. Potential cause: the surgeon noted that the bone fracture occurs with certain types of bones, so this could possibly be attributed to patient factors. The allegation that it is caused by design will be monitored through trending and occurrence calculations as no other cases of this type have been recorded in the complaint history. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the patient's right side lateral mass at c5 fractured intra-operatively. The surgeon believes this is due to a discrepancy between the 4.0 tap and 4.0 screws. It is believed that a screw was not installed at this location. This is report one of two for this event.

Manufacturer narrative:
No changes are made from the initial report. Corrections were made based on additional information received from the reporter. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient's right side lateral mass at c5 fractured intra-operatively. The surgeon believes this is due to a discrepancy between the 4.0 tap and 4.0 screws. It is believed that a screw was not installed at this location. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00679.

Event description:
It was reported that a vertebral body fractured while the surgeon was tapping the screw hole prior to screw installation. It is believed that the difference in diameters between the drill and tap contributed to the fracture. No information has been provided regarding the plan of care for the fracture. It is believed that a screw was not implanted at that level. This is report one of two for this event.